Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of medical devices: ddmb1d1 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The right ventricular (rv) lead showed undersensing on stored electrograms. The rv lead, implantable cardioverter defibrillator (ICD), and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.